Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed multiple cracks in the battery compartment and a dim, fading, discolored display. Evaluation also revealed that the down arrow keypad button was unresponsive. The pump was opened and there was contamination found under all of the keypad contacts. Unrelated to these issues, investigation revealed that the audio bolus button cover was detached and missing from the pump. Also unrelated to these issues, the contrast button was found to be unresponsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment and a dim, fading, discolored display. Evaluation also revealed that the down arrow keypad button was unresponsive. There was contamination found under all of the keypad contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.